Event description:
(B)(4). Extreme pelvic pain, weight gain, extreme stomach bloating, joint pain, fatigue, headaches, mood swings, depression, can't sleep on my right side due to pain, drop in sex drive, painful sex.